Event description:
After being placed on oscillating ventilator, mean airway pressure began to fluctuate and pt's condition began deteriorating. A chest x-ray revealed a large pneumothorax on the left side of the pt's chest with a mediastinal shift to the right. A chest tube was inserted which relieved the pneumothorax.